Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farapoint pulsed field ablation catheter was selected for use. During the cti ablation there was difficulty with the maneuverability of the farapoint within the faradrive sheath to get sufficient control of the distal tip. It was difficult to get the farapoint to align with the faradrive and forcing the investigator over torque the farapoint creating a 90-degree bend at the shaft/handle connection. It is not confirmed that during the procedure the wires at the shaft/handle junction were fully exposed, but when the catheter was examined visually the wires were exposed. At no point throughout the procedure did the farastar pfa generator display any error codes. The procedure was complete with the original farapoint. No patient complications occurred.